Event description:
It was reported that the user¿s continuous glucose monitor would not connect to the ilet, with repeated pairing failures after multiple restarts and reentry of different g7 sensor pairing codes, and the ilet displayed prompts to connect a cgm or revert to alternative therapy; a new g7 sensor was then attempted and the ilet showed the warmup countdown. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact beyond the inability to use cgm data on the ilet. Investigation included customer troubleshooting and education, sensor replacement attempt, and device connectivity checks. Investigation of this case revealed a failure to establish cgm-to-ilet communication consistent with a connectivity or pairing malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity error of undetermined origin.